Manufacturer narrative:
Product not yet returned for evaluation. Internal report (B)(4).

Event description:
Consumer complaint of high results. Customer sounds lethargic and confused, states she has been tired all morning and had difficulty waking up this morning, states she is confused. Ran blood test and read 59 mg/dl, advised customer's husband to seek medical attention immediately as glucose levels are very elevated and she presents symptoms. Unable to review memory or perform a back to back test due to patient's medical condition.